Manufacturer narrative:
Initial.

Event description:
It was reported that the patient experienced a low glucose event during sleep, with a nadir blood glucose of 62 mg/dl and no awakening to device alerts, after which glucose returned to range without carbohydrate intake and was 131 mg/dl and stable at follow-up. Symptoms included hypoglycemia. Outcomes included no need for medical intervention and no hospitalization. Investigation included complaint intake review and user troubleshooting and education. Investigation of this case revealed no confirmed device malfunction and no identified component failure, and the cause of the hypoglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.